Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 72 mg/dl, 103 mg/dl. Tests were done within < 10 minutes with a difference of 27 mg/dl. Patient did not experience any adverse events. No further information has been reported.